Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, vticmo12.6, -11.50/3.5/013 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. A replacement lens of shorter length was implanted on the same day which resolved the problem. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Health effect- clinical code 4581: significant reduction of ica. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.50/3.5/013 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od). On (B)(6) 2021 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles. A replacement lens of shorter length was implanted on the same day which resolved the problem.